Event description:
It was reported that the customer had an error alarm on the insulin pump. After battery installation, the insulin pump does not work. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.